Event description:
Reporter indicated that high lead impedance readings were obtained during systems diagnostic test. No reports of patient manipulation or trauma occurring that could have contributed to high lead impedance results. The patient has been programmed off and the date of the last known good diagnostics is unknown. No x-rays have been sent to the manufacturer for review. Surgery will likely occur, however, no date has been set.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.